Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose over 500 mg/dl with polyuria, polydipsia, and moderate ketones. During troubleshooting, customer support found no potential cause of the bg issue, and attributed the bg excursion to inaccurate delivery. The patient was advised to discontinue pump use. Though trouble shooting did not reveal any delivery issues, the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: unable to duplicate the complaint. The last bolus delivery and the last basal delivery were on (B)(6) 2015. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unrelated to the complaint, the battery compartment is cracked below the bumper pad and display screen has a pinkish contrast. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.